Event description:
The stomach was transected with the first stapler without an incident. The second firing of the second stapler malfunctioned on the small bowel. Only half of one side of the vascular reload engaged the staples which resulted in gaping mucosa. Another stapler was opened to complete procedure. No patient consequence.